Event description:
It was reported that the customer had a motor error alarm on her insulin pump. The customer's blood glucose level was in the high 200's mg/dl and was above 250 mg/dl a few times. Customer stated that she was always treated with a bolus. Customer declined troubleshooting. The reservoir was empty and customer changed the infusion set. Customer stated that she has been running high and was assisted with clearing the alarm. Customer was still connected when this occurred. Customer does not use the sensor feature on the pump. Customer stated that she was able to complete the rewind sequence. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.